Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after inserting a urinary catheter, the balloon was inflated with saline, upon inflating, a leak sprung near the saline injection port. Catheter was replaced and replacement catheter had no issues.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to crack/crush/deformed valve caused by incorrect air pressure or due to defective component from supplier. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after inserting a urinary catheter, the balloon was inflated with saline, upon inflating, a leak sprung near the saline injection port. Catheter was replaced and replacement catheter had no issues. As per follow up information received via mail on 24jul2025, stated that this occurred with a few different lots. They did not have the numbers currently, but they did provide a couple of lot numbers to their reps when they came out. They inserted a second catheter.